Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 485.6 mcg/day via an implantable pump for intractable spasticity. It was reported that an active motor stall was seen at initial interrogation. Regarding the pump status and/or event log a pump motor stall occurred at 08:14 on (B)(6) 2016. The pump was alarming. The patient did not recently have an MRI performed. It was reported that there were no patient symptoms. The drug lot number of lioresal was unknown. Additional information regarding the motor stall, drug, patient medication, and medical history was unavailable. The following additional information has been requested, which was not available at the time of this report: other medications the patient was receiving at the time of the event, drug therapy dates, drug lot number of lioresal, medical history, clarification of the event, troubleshooting performed including results, cause of the event, actions taken to resolve the event, and outcome. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Update/correction: the device serial number was corrected from being unknown to (B)(4). The device model number, catalog number, and expiration date were updated. Manufacturer¿s site ID update/correction: the manufacturer¿s site ID was corrected from (B)(4).